Event description:
Patient-controlled analgesia (pca) pump malfunction - control arm jammed - pump did not deliver medication but recorded deliveries.

Event description:
Patient-controlled analgesia (pca) pump malfunction - control arm jammed - pump did not deliver medication but recorded deliveries.